Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen. A field service engineer disconnected the pyxibus cables to the auxiliary unit and confirmed that the auxiliary was the source of the issue. Disconnected the drawers one by one until the station powered on and determined that the half height drawer had a shorted drawer board, which was replaced. Reseated all pyxibus connections, and the station powered up and recovered successfully. Ran hardware test application (hta) and tested the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was completely black which located on sf7sec. The customer attempted to restart the device but did not resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.